Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the cardcage due to error 31221. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cardcage was returned for failure analysis, and the reported failure was confirmed but not replicated. A visual inspection found no issues that would be related to the reported failure. System logs confirmed error 31221 occurred in the field. The cardcage was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error with a good image. The audio is loud and clear. Emergency power off (epo) functionality was tested and passed. Thirty power cycles were run and all passed. All the gantry motors moved the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other parts and performed without any error. The root cause could not be determined; however, the issue could be attributed to an electrical component failure within the cardcage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) that the system was giving them a non-recoverable fault. Tse reviewed the logs and found 31221 for the universal power distributor (upd) board. Tse had the customer hard power cycle the patient side cart (psc) and after powering back up the system faulted out again. The universal surgical manipulators (usm) were red, and the fault was not recoverable. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the second psc, and a new robot was brought into the room. There was no patient injury or harm.